Event description:
It was reported the day after a laparoscopic appendectomy procedure, the patient was bleeding and returned to surgery for an additional procedure; staples were used to seal the bleeding. It was not known how much blood was lost or if a transfusion was required. The patient has recovered and has been discharged from the hospital. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the following information was requested, but unavailable: what color cartridge used in initial procedure?how may firing? What structures were the device fired on?what did staple form look like during initial procedure?were there any tissue factors that may have led to the issue?what was the timing between 1st and 2nd procedure?how did the patient present?what stapling device was used in the 2nd procedure?at the site of the bleed what did the staple formation look like?